Event description:
It was reported that noise was noted on the right ventricular lead one day post implant. The lead and set screws were reconnected. Both the device and lead remain in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trm implantable cardioverter defibrillator (B)(6) 2013; 4194 implantable pacing lead (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).